Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient's device caused them so much pain as the leads were "messing up." The patient had their device removed. The patient needed a health care provider (hcp) that could put another device in or supply catheters as the patient had total urinary retention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.